Event description:
Sometime during the month of 11/1997, an angio-seal device was placed in a pt following a diagnostic procedure. Two days following the procedure the pt noticed signs and symptoms of occlusion. Four days following the procedure, the pulses in her procedure leg were noted to be absent. The pt underwent surgery where the vessel was repaired and a graft placed. The pt (an emergency medical tech), who reported this event to the MFR, did not indicate that she continues to experience complications or sequelae.